Event description:
IV team to bedside in the morning of (B)(6) 2025 to access pt's left arm peripherally inserted central catheter (PICC) dressing. IV team notified bedside rn that pt's left arm PICC dressing will need to be changed due to dressing lifting on the sides and that pediatric intensive care unit (picu) rn's are able to change this patient's PICC line dressing. PICC line flushing and blood return present, despite needing tissue plasminogen activator (tpa) at 6am. Bedside rn and a second rn changed patient's PICC line. PICC line had newer statlock holding it in place. Second rn attempted to stabilize PICC while bedside rn cleaned and put on new dressing. After dressing change was complete, bedside rn noticed bleeding at insertion site. Bedside rn flushed PICC line easily and PICC line still had good blood return. Rn notified ccm fellow of bleeding at insertion site. Ccm fellow to bedside to assess and ordered cxr to view placement of PICC. Ccm fellow ordered rn to call IV team to bedside to assess as well. IV team to bedside to assess pt's left arm PICC line. IV team changed cap, flushed line, and tried for blood return when IV team stated "blood started pouring from site." Per IV team, PICC line cracked right outside of the insertion site, however still looked intact in the patient's body per chest-xray(cxr). IV team held pressure and bedside rn called ccm fellow to bedside. Ccm fellow and attending discussed with interventional radiology (ir). Ccm team decided that patient will go to ir in the morning of (B)(6) 2025 to get PICC rewired/fixed. PICC line still in patient's arm with dressing overtop and PICC line tubing has 2 clamps holding PICC line in place until the morning of (B)(6) 2025. No-no applied overtop to help protect PICC line. Picu charge rn and ccm attending notified and to bedside to assess.